Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker was found in back up mode. No intervention was performed. There were no patient consequences.